Event description:
Healthcare professional reported the valve was removed due to endocarditis and cuspal tear(s). Surgeon believes failure was due to an infected valve. Aortic insufficiency was noted prior to explant. The valve was implanted for approximately 3 months and replaced with another hancock ii valve.